Manufacturer narrative:
The device was received undeployed. The download data from the pod showed timeouts and a drive stall during priming. This drive stall prevented the firing flat of the ratchet gear from fully lining up with the release bar before the end of the second priming sequence. The drive mechanism was inspected, no abnormalities were noted. The cause of the observed high pulse widths and drive stall could not be determined. However it could be concluded that the drive stall prevented the device to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.